Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector was available for investigation. The iol was not returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. ((B)(4) model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA (B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. The trailing haptic was separated at the tip. Patient impact: intra-operative explantation.